Manufacturer narrative:
Correction: b4/f8: date of this report in the initial MDR is being corrected from blank to 06/21/2021.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The device was found within specification in relation to the customer reported 'downstream occlusion' which were verified through a review of the event history log but not reproduced during evaluation. The reported condition was not verified. The device passed the downstream occlusion testing. No causality was identified and no correction required. Should additional relevant information become available, a supplemental report will be submitted. The device was received, and an evaluation is complete. Evaluation included a visual assessment as well as functional testing. During evaluation the device had low audio. The cause was identified to be a loose speaker. The rear case was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump alarmed consistently downstream occlusion while trying to perform the battery test. The event happened during battery testing at the biomed shop. There was no patient involvement. No additional information is available.